Event description:
It was reported that the promus otw stent was deployed in the obtuse marginal artery (om) upon inflation at 14 atmospheres (atm) for 55 seconds. The stent delivery system (sds) was re-pressurized, but remained at 0 atm for 33 seconds. After removal, the promus balloon was noted to be ruptured. Examination of the stent revealed that it was under-deployed (dog-boned) in the vessel. The physician was unable to re-wire the om to fully deploy the stent. There were no adverse patient effects reported. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Factors that can contribute to balloon ruptures include, but are not limited to: balloon damage during manufacturing, weak materials, excessively applied pressure, or interactions with accessory devices, patient anatomy, and/or lesion calcification or tortuosity. To ensure this is not a result of manufacturing, all catheters are 100% visually inspected and leak tested prior to packaging. Additionally, a sampling of units is destructively tested to verify the rated burst pressure (rbp). Return of the otw promus stent delivery system (sds) used in the procedure may have aided in the investigation and determination of cause. There was no report of any leak in the sds noted during preparation for use, which would suggest that the balloon was not damaged prior to use, additionally, it was reported the balloon was successfully inflated during the first inflation with no rupture noted. Therefore, it is possible that the balloon material was damaged (scratched) during interactions with accessory devices/implanted stent, or the lesion/anatomy, such that the balloon ruptured upon second inflation below the rbp. It is likely that due to the balloon rupture, the stent was not fully apposed to the vessel wall. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot that could have contributed to this complaint and all lot release testing met manufacturing criteria. Additionally, a query of the complaint-handling database was performed and there have been no similar incidents reported for this lot. There is no indication of a lot specific product quality deficiency. Without the product to examine, a conclusive cause for the reported difficulties could not be determined. This type of reported event will continue to be monitored. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us.